Event description:
Reportedly, during the in clinic follow-up performed on (B)(6) 2023, a drop in the rv sensing values were observed (from 6.35 mv to 2.71 mv). During the in clinic follow-up dated on (B)(6) 2023. Low impedance was measured (<200ohms) and noise was spotted on the egm v.

Event description:
Reportedly, during the in-clinic follow-up performed on (B)(6) 2023, a drop in the rv sensing values were observed (from 6.35 mv to 2.71 mv). During the in-clinic follow-up dated on (B)(6) 2023. Low impedance was measured (<200ohms) and noise was spotted on the egm v.

Manufacturer narrative:
Summary of the investigation: the manufacturing process of this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided pictures of the in-clinic follow-up report revealed that since the beginning of july 2022, an issue with the ventricular lead could be suspected (sudden decrease and fluctuation in the ventricular impedance and sensing values). The origin of these electrical behaviours is unknown. Since no files from previous follow-ups were provided, neither the first occurrence nor a long-term overview can be determined. Based on the available data and the fact that the subject lead was not returned for analysis, remains implanted, a lead positioning issue or a lead insulation issue could not be excluded. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Manufacturer narrative:
The provided information confirmed the reported electrical issue with the ventricular lead. The production record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing, a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, during the in clinic follow-up performed on (B)(6) 2023, a drop in the rv sensing values were observed (from 6.35 mv to 2.71 mv). During the in clinic follow-up dated on (B)(6) 2023. Low impedance was measured (<200ohms) and noise was spotted on the egm v.